Event description:
The customer reported two incidents of the male luer adapter separating from the IV set. Despite baxter's efforts, no information was provided regarding when the reported conditions were found, pt demographics, type of IV solution/medication, pt injury or need for medical intervention.